Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter. Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on december 12, 2023.

Event description:
Note: this report pertains to one of eight resolution 360 ultra clip devices used on the same patient and procedure. It was reported to boston scientific corporation that eight resolution 360 ultra clip devices were used during a procedure performed on (B)(6) 2023. During the procedure, the clip misfired. Additionally, the same problem occurred on the other resolution 360 ultra clip devices. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts. Additional information received on december 12, 2023: it was clarified that the colon was very tortuous, and the clips were hard to release, but they all eventually released.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip misfire.

Event description:
Note: this report pertains to one of eight resolution 360 ultra clip devices used on the same patient and procedure. It was reported to boston scientific corporation that eight resolution 360 ultra clip devices were used during a procedure performed on (B)(6) 2023. During the procedure, the clip misfired. Additionally, the same problem occurred on the other resolution 360 ultra clip devices. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.